Manufacturer narrative:
Conclusion code no longer applies.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via manufacturer representative, reported the patient was not hospitalized for two months. The first hospitalization was on (B)(6) 2014, and the second one was on (B)(6) 2014. The event resolved on (B)(6) 2014.

Event description:
Additional information reported that the blood tests were performed on (B)(6) 2014 with the following results noted: white blood count: 9 ,440/mm³, red blood corpuscle count: 4,230,000/mm³. The patient was hospitalized from (B)(6) until (B)(6) 2014. It was confirmed that the patient¿s implantable neurostimulator (ins) was ¿changed¿ and repositioned. The electrode was also changed. The event was reported as recovered as of (B)(6) 2014. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the a new stimulator and electrode were implanted on (B)(6) 2015.

Event description:
It was reported in (B)(6) the patient went to the center complaining of pain, tissue warmth and erythema at the neurostimulator battery level. An infection of the neurostimulator pocket was diagnosed and the patient was hospitalized on (B)(6) 2014. Antibiotic treatment was given. The patient was discharged on (B)(6) 2014 and the event was considered recovered on (B)(6) 2014. At the time the investigator assessed the infection as related to the neurostimulator and the implant procedure. Then on (B)(6) 2014, the patient was again hospitalized with an infection at the level of the neurostimulator pocket and it had extended to the electrode. The infection was resolved by explanting the entire system (neurostimulator and electrode). The event was considered recovered on (B)(6) 2014 and was discharged the same day. For this related event the investigator assessed the infection as related to the neurostimulator, the electrode, and the implant procedure. It was not clear if the first reported infection was completely resolved before the onset of the second. It was noted that it was possible that the initial infection symptoms were reduced following initial antibiotic treatment, but the infection was still present and relapsed one month later, therefore the information was merged and captured as one continuous event. Patient outcome post explant was alive with no injury.

Manufacturer narrative:
Concomitant product: product ID 309328, lot # 0208706506, implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the sponsor assessed the event as device and stimulator related. It was noted that the event resolved on (B)(6)2015.